Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this right ventricular (rv) lead had tricuspid valve issues which requiring removal of the rv lead. The patient underwent extraction. The lead was then returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned in two segments which severed 11.3 cm from the terminal end. No known device problem was reported. Visual inspection showed calcification on the lead at distal and proximal shocking coils. A line of code was added for this damage. Ased on the direct observation of calcium deposits on the tip or electrodes of the returned lead. The conclusion code was selected based on the direct observation of calcium deposits on the tip or electrodes of the returned lead. Calcium deposits have been shown to increase the electrical resistance of a lead and are a known risk for implanted cardiac leads.

Event description:
It was reported that the patient with this right ventricular (rv) lead had tricuspid valve issues which requiring removal of the rv lead. The patient underwent extraction. Additional information received from the field confirmed that there was no allegations were made against the leads or device. The patient was having a significant tricuspid regurgitation. Therefore, the decision was made to extract the functioning rv shock lead and previously capped rv pacing lead, in an attempt to reduce this regurgitation. The leads were returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. This supplemental correction report was created to capture the additional information received indicating that there was no product performance allegation against the device or lead. The fields b5: describe event or problem and h6: device codes were updated.

Event description:
It was reported that the patient with this right ventricular (rv) lead had tricuspid valve issues which requiring removal of the rv lead. The patient underwent extraction. The lead was then returned. No additional adverse patient effects were reported. Additional information received from the field confirmed that there was no allegations were made against the leads or device. The patient was having a significant tricuspid regurgitation. Therefore, the decision was made to extract the functioning rv shock lead and previously capped rv pacing lead, in an attempt to reduce this regurgitation. No additional adverse patient effects were reported.